Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor and no damage was observed. Sharp was observed to be stuck inside sensor plug assembly. The applicator was not returned; therefore, adc was unable to perform further investigation. Issue will be closed due to no product returned. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an unspecified insertion issue with the abbott diabetes care (adc) device. The customer reported a "plastic protrusion in the middle of the sensor; there was a silver needle stuck in it." The customer self-treated by removing the sensor. There was no report of death or permanent impairment associated with this event.